Event description:
A subtotal thyroidectomy was being performed when it was noted that the reprocessed harmonic focus shears malfunctioned. The generator stated release pressure repeatedly. There was no harm noted to the patient and the procedure ended successfully. Central sterile was asked to review and responded with "these are part of the reprocessing program that stryker provides in reprocessing certain items that are typically deemed as single use."